Manufacturer narrative:
As no patient sample returns were available from the customer, testing on a file sample of architect estradiol reagent lot 44916ui00 was performed to determine if the reagent was able to generate accurate results. Testing was completed with all control and panel results within acceptable ranges. The certificate of analysis, generated at the time of manufacture, finds the reagent lot met all expected specifications including generating acceptable control results. No non-conformances for the reagent lot were identified. Based on this data, the product is performing as intended and no product issues were identified. A labeling review identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. While no reagent return was available, in-house file samples of this reagent lot were tested for performance. Those results show the reagent meets all validity and acceptance criteria for performance. Based on the evaluation, it was determined that architect estradiol reagent list# 7k720025, lot# 44916ui00 is performing acceptably. No product deficiency or malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4)

Manufacturer narrative:
The architect estradiol reagent lot number was provided by the customer on february 4, 2015. This follow-up emdr was submitted to include the lot number, device manufacture date and expiration date. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely decreased architect estradiol results of 700 pmol/l were generated for a female patient whith historical screening results of approximately 7,000 pmol/l. These results were generated from an edta blood collection tube. A result of 7,000 pmol/l was generated upon manual dilution of the edta tube. The patient was redrawn eight days later using a different tube type and the architect estradiol result was 6,929 pmol/l. No adverse impact to patient management was reported.